Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned and a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus two incidents of severe bradycardia in 2023, which the anesthesiologist attributed to the beginning of the insufflation using the high flow insufflation unit. Additional details are currently being requested but no further information has been provided at this time. Related patient identifier (B)(6) reports the second incident.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s further investigation results. Based on further investigation data, there is no information to identify an association with the root cause(s); however, a relationship could not be ruled out due to lack of information. The following items are considered to be potentially related to the root cause: anesthesia decreased. Overpressure due to device failure. Overpressure due to the small abdominal cavity. Overpressure due to external pressure (at the level of normal procedure). Overpressure from other gas sources by insufflation. Also, a correction has been made to h7 from the previous submission.

Manufacturer narrative:
This report is being supplemented to provide a correction with information inadvertently left out (g2).